Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that they met with the patient on the day of the report and the patient had reported of increased stimulation when she moved and that it wasn¿t tolerable for her. The patient had been intermittently turning the ins off and would like her programming changed to help with pain but also to not have surges of energy. The rep checked impedances and the results were as follows: 11 x (do not use); 4, 5, 14, and 13 ! (Avoid). The rep reported that dtm settings were set for the patient on group a and b. The rep used tonic stimulation on group c and electrode distribution to get good coverage of her painful areas. The rep also reported that the ins was sitting sideways in her pocket and was causing discomfort. The rep helped the patient set up an appointment with a healthcare provider (hcp) to see if it needed addressed with a pocket relocation. No further complications were reported.

Event description:
Additional information was received from the rep. It was reported that the cause was uncertain. The rep programmed around the high impedances which allowed them to create stimulation that greatly reduced the patient's pain and she was satisfied with the amount of relief she was currently getting. Reprogramming has resolved the surging. The patient underwent a pocket revision on (B)(6) 2020. Since the patient has reported her ins was much more comfortable and sits flat in the pocket. All patient complaints were resolved.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.